Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
The patient presented in the emergency room after receiving inappropriate therapy. X-ray confirmed that the lead was was pulled back into the atrium. The device had been oversensing p-waves. Twiddler syndrome was suspected to be the cause of the dislodgement. The lead was explanted.